Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 11:00:06. During night drain cycle one, the patient's ultrafiltration reading was 834ml, indicating the home patient (hp) drained 834ml more than their maximum programmed fill volume of 1200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in 1994. Evaluation summary: the device was evaluated and the issue was identified through review of the event history logs. The device received functional testing and an internal/external inspection. The cause was unable to be determined. Should additional relevant information become available, a follow up medwatch will be submitted.